Manufacturer narrative:
The insulin pump passed the self test and a21 error test. No a17 alarm, a21 alarm or reset anomaly after battery change noted. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was 5.0 mmol/l. The customer stated that there is no cracks or damage to the device. The customer uses (B)(6) batteries. The customer review alarm history and noted multiple a17 alarms as well as the a21. The customer was advised that the device would be replace the same day.